Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited a sensing anomaly. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated the lead exhibited undersensing. The patient was in good condition post procedure.